Manufacturer narrative:
Patient's sex, implant and explant dates were not provided. If the requested information becomes available, supplementary report will be submitted. Patient age and weight are unknown device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.